Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that, the patient contacted support due to elevated blood glucose levels associated with a leaking cartridge. The patient reported completing a supply change earlier and indicated that blood glucose levels stabilized afterward but later dropped, requiring treatment, with levels subsequently improving. The patient stated that similar leaking cartridge issues had occurred approximately three times over the past couple of months with different cartridges. Proper cartridge filling and connector attachment procedures were reviewed, and the patient reported performing these steps correctly. A lot number could not be obtained because the packaging was no longer available, as supplies were consolidated into a single container. The patient was advised to track lot numbers for future reference and acknowledged the recommendation. Replacement connectors were arranged for shipment. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.